Manufacturer narrative:
(B)(4).

Event description:
During a scheduled refill appointment, it was reported that the volume was incorrect on the programmer display. The patient's pump was refilled and the patient was sent home. On (B)(6) 2015, it was reported that the issue had not reoccurred. The device will not be returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).